Manufacturer narrative:
Customers complaint of excessive heat or not getting sufficient rpm's could not be verified. Performed pre-temperature test. Ambient temperature was 72.3f and after 1 min temperatures were gear 81.0f, motor 77.9f and bearing 80.5f. The handpiece was repaired cleaned, tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
The customer reported that the handpiece heated up during the case. There was no patient impact reported.